Manufacturer narrative:
Continuation of medical devices: d224drg ICD implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a venous tear and was not replaced. The patient had an open thoracotomy. No further patient complications have been reported as a result of this event.